Event description:
It was reported the patient underwent an explant of their nevro scs system stopped working and ipg was end of life. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).